Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose was 359 mg/dl. The insulin pump was exposed to the waster and due to which it had battery out limit alarm. The customer was assisted to perform the self test. The device will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, a21 alarm and displacement test or verify a21 alarm and keypad unresponsive due to blank display.